Manufacturer narrative:
Final analysis could not confirm the reported complaint of oversensing. The device exhibited normal characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes: it was reported that the device was explanted on (B)(6) 2014.

Event description:
It was reported that the pulse generator exhibited a pause in pacing and ventricular oversensing was observed on the electrograms.